Manufacturer narrative:
The facility maintenance stated that the edge guards were missing from the frame. The account has ordered replacement edge guards and will install them upon receipt of the parts. Per the hillrom service manual: do a periodic inspection to make sure all bed functions operate correctly, especially the safety features. Safety features include, but are not limited, to these: connectors where the bed sections bolt together; tighten as necessary, siderail latching mechanisms, caster braking systems, edge guards; make sure that edge guards are not broken or loose. Only remove an edge guard that is damaged or loose. If the bed is used without the edge guards, personal injury can occur. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The customer has ordered replacement edge guards and will install the edge guards upon receipt of the parts. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the bed had no edge guard on the frame of the bed. There was no patient/user injury reported. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).